Manufacturer narrative:
(B)(4). Estimated date on initial medwatch report. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while unpackaging the 7.0x60x80 absolute pro stent system, the stent was noted to be partially exposed. The device was not used and there was no patient involvement. Another unspecified device was used in the procedure. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.